Event description:
It was initially reported that the company representative was having problems with her handheld. For the handheld to charge, the serial cable has to be manipulated a certain way. A replacement serial cable was sent to the company representative, but it did not fix the issue. The handheld and both serial cables were returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Event description:
Additional information was received that the product analysis was completed on the handheld and flashcard. No anomalies associated with the serial cables were identified during the analysis. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.